Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) with a prismaflex m150 set ckt. During treatment, an external blood was observed at the filter housing.